Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back side. No harm requiring medical intervention was reported. Troubleshooting steps were not mentioned. Customer will get replacement of the device.

Manufacturer narrative:
S/w version 6.5 v, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump case found on jul 15, 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / force sensor and motor flex cable copper connector traces. Successfully downloaded history files and traces using thump. Force sensor zero offset within specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1/motor flex cable copper connector traces. Cosmetic damage was confirmed at the back of the pump case. (B)(4).